Event description:
A non-health care professional reported that there was an (phacoemulsification tip) alignment error with ophthalmic handpiece in an unknown timing. The procedure type and other surgery details were unknown. There was no information about patient impact. Additional information was requested but non received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).